Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-dec-2017 with the following findings: during investigation, there was excessive corrosion in the battery terminal preventing the unit from power up. The battery compartment was found to be cracked. There was moisture ingress found along with a battery compartment leak. The pump was opened to inspect and there was moisture found on the printed circuit board. Power was applied to the power input printed circuit board from an external source and the pump powered up and booted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.